Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: medical device catalog, serial number, unique device identifier, medical device model and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es request remote manager to linked on station. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that remote manager to linked on station. The field service engineer installed and configured a remote manager on the medication station. Post-installation testing confirmed successful access to the remote manager. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es request remote manager to linked on station. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.